Manufacturer narrative:
Device remains implanted in patient.

Event description:
A report was received that the patient had pain due to the extension connector being confined at the back of the head as well as pain from the battery due to positioning of the battery on the patients bone. The physician performed a revision procedure to reposition the battery and extensions. Nothing was removed or replaced. The patient is doing well post-operatively.